Event description:
Per the reporter, the physician was reading outpatients and while reading one patient, he opened a previous cxr from 2006 as a reference. He saw a nodule in the chest but he did not realize that pacs displayed a cxr from another patient. The physician ordered a CT chest done on the first patient. The second patient had the nodule. There was no reported patient injury associated with this event.

Manufacturer narrative:
Follow-up report will be filed when investigation is complete.